Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 180 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication and insulin to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 237 mg/dl and 217 mg/dl. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 04/30/2017 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 180 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication and insulin to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 237 mg/dl and 217 mg/dl. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 04/30/2017 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: 502mg/dl on (B)(6) 2015 10:03pm; 427mg/dl n/a. Adverse event not reported.